Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the event. On unreported date(s), the patient received treatment with injection meropenem (1 gram) and injection vancomycin (1 gram) (frequency and routes not reported). It was unknown if the patient had recovered from the event. Action taken with pd therapy was not reported. Additional information is not available.